Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to charging issues which were created due to its original placement. The patient was reportedly doing well postoperatively. No device malfunction was suspected. The device was not returned to bsn.

Event description:
A report was received that the patient's ipg had malfunctioned and was having charging difficulty. It was also reported that the patient lost some weight and the ipg had possibly rotated, had flipped and was malposition over very bony location. Upon physical examination, ipg palpation was very superficial and was directly overlying the lumbosacral junction and left sacrum. The physician found it feasible to manipulate and relocate the ipg. The patient will undergo an ipg revision.

Event description:
A report was received that the patient¿s ipg had malfunctioned and was having charging difficulty. It was also reported that the ipg had possibly rotated, had flipped and was malposition over very bony location. Upon physical examination, ipg palpation was very superficial and was directly overlying the lumbosacral junction and left sacrum. The physician found it feasible to manipulate and relocate the ipg. The patient will undergo an ipg revision.

Manufacturer narrative:
.